Event description:
The customer used the device to check their blood glucose and obtained a result of 279 mg/dk. They then took 2 units of insulin. They repeated the test and the device read 430 mg/dl. They dosed 3 more units of insulin. They were acting funny and their spouse retested patient and the device read 214 mg/dl. Patient passed out and emergency medical technicians were called. They arrived and tested patient's glucose and the level was 35 mg/dl on their equipment. They were treated with dextrose. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.